Event description:
Medwatch report received on (B)(4) 2011 (B)(4) from healthcare professional reporting the following, "non hodgkins lymphoma felt to be caused by silicone breast implant placed in 2003." I called the office and spoke with medical staff, who reports that the device was removed on (B)(6) 2011 and the doctor believes, "the saline in the breast implant was a probable cause that lead to her lymphoma." It is unknown if the device is available for return. After several attempts to obtain further information from the office, the patient's operative report, progress notes with patient history were received via fax. "The diagnosis of anaplastic large t-cell lymphoma was made on the aspirates. I note this is alk-status. On (B)(6) 2011, she underwent her first cycle of chop. According to the notes dated (B)(6) 2011, she had completed 3 cycles of chop treatment. On (B)(6) 2011, she had a left breast exploration and implant removal. In addition to this, she is having a large matted axillary node that will sampled." The right breast implant was removed during an earlier procedure, according to a conversation with the office. However, the day of surgery is unknown. Pathology report has been requested, but not yet been received. The patient is scheduled to have stem cell transplant and radiation treatment. Patient is doing well at this time.

Manufacturer narrative:
Medwatch submitted (B)(4) 2011. Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(6) study included in the labeling for saline breast implants.